Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. It was identified that zimmer biomet devices were implanted with competitor devices. Zimmer biomet has not confirmed the compatibility for these combinations of devices. It is unknown if these off-label usages may have caused or contributed to the reported events. A definitive root cause cannot be identified. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had a hip revision due to poly liner wear in a competitor cup. The patient was revised to a triflange implant. No further information is available.